Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The manufacturer was informed on 19feb2016 that a (B)(6) male underwent an abdominal aortic aneurysm repair. The patient had a right limb occlusion 4.5 months post evar. It was necessary for the patient to have adjunctive procedures to unblock the occlusion. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Product was not returned the date entered reflects the date cds with images were received. Investigation - evaluation. A review of complaint history, device record history, instructions for use (IFU), and trends was conducted during the investigation. No product was returned; however, cds with images were received. These were sent for outside clinical review. This clinical imaging review found: clinical review of computed tomography films one and 4.5 months post implantation were reviewed by an outside professional. The findings and impression gathered was as follows: findings: one and 4.5 month post implantation ctas are provided along with the complaint report. The distal aorta was small but with a mean diameter of 20.5mm {23x18mm). The bifurcation was mildly calcified. The ipsilateral limb, the right limb, was fully expanded to 11m. The proximal limb extended above the contralateral limb and was not impinged upon. Mild mural thrombus lined the mainbody and the mid third of the ipsilateral limb. The mid third of the limb was positioned in the distal aorta with the thrombus terminating at the end of the ipsilateral gate. No outflow obstruction was present in the iliac or femoral arteries. The flared portion of the right limb was outside ofthe ipsilateral gate. At 4.5 months, the entire right limb was thrombosed. No external right limb or gate compression was present. Impression: the ipsilateral limb although fully expanded thrombosed by 4.5 months after demonstrating mild mid third mural thrombus at 1month. Mild mural thrombus lined the mainbody. The distal aortic diameter was just larger than the IFU recommended 20mm. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed.the ipsilateral limb thrombosed despite being fully expanded and without inflow and outflow limitations. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: instructions related to the use of the device that could cause or "contribute to" thrombosis and type ii endo leaks.section 4.2 patient selection, treatment and follow-up pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g. Leg graft occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than apprx. 5mm ID may be at increased risk of a thromboembolic event, re-intervention should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Section 4.5 implant procedure: excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. Section 5.2 potential adverse effects: arterial or venous thrombosis and/or pseudo aneurysm. Claudication (e.g. Buttock, lower limb). As the complaint device was not returned; no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined, due to limited access to the patients medical history or surgical procedure followed for the aaa graft implant, it is difficult to eliminate any pre-existing conditions or procedures that might have predispose the patient to a thromboembolic event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The manufacturer was informed on (B)(6) 2016 that a (B)(6) male underwent an abdominal aortic aneurysm repair. The patient had a right limb occlusion 4.5 months post evar. It was necessary for the patient to have adjunctive procedures to unblock the occlusion. No additional information has been provided regarding patient outcome.